Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective reference valve which affected delivery of reference solution. The fse replaced the reference valve to resolve the issue. Information not provided by customer. (B)(4).

Event description:
Customer reported the generation of erroneously low na (sodium) and k (potassium) patient results on their au5800 chemistry analyzer. The erroneous results were not released out of the laboratory. There was no report of injury or change to patient treatment associated with this event. The customer did not provide any data.